Manufacturer narrative:
The issue occurred during an in-service with no patient or procedural involvement. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: december 5, 2002. A material record report was generated as the gundriller was unable to perform the grind operation. This non-conformance is not relevant to the complaint condition. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) protection sleeve would not line up with the distal locking hole of the nail during an in-service presentation on an unknown date. No patient or surgical involvement. Concomitant device(s) reported: insertion handle (part: 357.411/ lot: 4544026 / quantity: 1), cannulated connecting screw (part: 357.397 / lot: 6719896 / quantity: 1), drill sleeve (part: 357.389 / lot: 4837173 / quantity: 1), trocar (part: 357.387 / lot: 4843711 / quantity: 1), and aiming arm (part: 357.366 / lot: 3111747 / quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation was completed. One 11.0mm/8.0mm protection sleeve (part # 357.386, lot # 4457077) was returned to manufacturer for investigation. A visual inspection, functional test, and drawing review were performed as part of this investigation. The device was returned and reported to not align properly to the distal locking hole of the nail. This condition is unconfirmed; when all of the returned aiming instrumentation was assembled to a test sample 456.315 lot number 6700338 trochanteric fixation nail, the protection sleeve targets accurately to the distal locking hole. It is likely that excessive pressure on the aiming instrumentation or possibly loosened connections between the devices has led to this complaint condition. The device was manufactured in 12/2002 and is over thirteen years old. The balance of the returned device is in fairly poor condition with numerous markings and signs of wear along the length of the shaft. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does not agree with the complaint description. The complaint condition for this device cannot be replicated. The following returned concomitant devices in this complaint record show no evidence of having contributed to the event: insertion handle for trochanteric fixation nails (part # 357.411, lot # 4544026, quantity 1); cannulated connecting screw for trochanteric fixation nails (part # 357.397, lot # 6719896, quantity 1); 8.0mm/4.0mm drill sleeve 164mm (part # 357.389, lot # 4837173 quantity 1); 4.0mm trocar 176mm (part # 357.387, lot #4843711, quantity 1); 130 deg aiming arm for trochanteric fixation nails (part # 357.366, lot # 3111747 quantity 1). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.